Manufacturer narrative:
(B)(4). The sample associated to this record is expected to be returned for eval.

Event description:
Customer reported that during the change of the inner cannula of a pt, the cannula was loose and did not lock. Customer stated tracheostomy cuffed tube had been in a pt for 6 weeks. Customer noted that it is the normal practice for this facility to change the trach tubes every 2 months. Covidien is attempting to gather further details surrounding the circumstances of this report.